Event description:
In 2008, the patient's husband reported that the patient's infusion device was displaying 04 (occlusion) error. The patient was using batteries with an expiration date of 2008/01. The husband stated that the patient did not have any batteries that were not expired. He was instructed to insert a new battery, which had an expiration date of 2008/09. The patient was able to perform an empty prime without error and she was then able to insert an insulin cartridge and prime without error. The husband stated that he has performed these steps in the past and the infusion device does not deliver insulin once in the run mode. He stated that he has left the infusion device in the run mode while the patient was disconnected and no insulin is delivered and no errors are displayed. He stated that the patient's blood glucose had been elevated as a result. On the day prior to original date, her blood glucose measured 537 mg/dl at 10:15pm and she injected 20 units of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.